Event description:
It was reported that there was an allergic reaction. It was noted that the healthcare professional (hcp) wanted to know what the electrodes were made of and what metal was in contact with the patient. Additional information received reported that the patient had their entire system removed the same year that they received it as the patient developed an allergic reaction to it. It was noted that this was the patient's stimulation system of 2008. Refer to manufacturer report # 3004209178-2014-00685.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 377645 lot# v021448, implanted: 2008 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 37713, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator. (B)(4).